Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were failed and issue recurring on multiple drawers. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pockets were failed. A field service engineer (fse) inspected all drawers and checked underneath cubies for debris. The debris was cleaned, and components and functions were verified. The cables were reseated, and functional tests were performed. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were failed and issue recurring on multiple drawers. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.